Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2009 - patient underwent repair of a epigastric hernia with a bard flat mesh. There was no operative report for this procedure included in the medical records provided. (B)(6) 2009 - follow up appointment. Patient presents with deep incisional pain. The wound was opened and drained. (B)(6) 2010 and (B)(6) 2010 - patient presents with continued abdominal pain. Medical doctor suggests removal of mesh. Patient agreed to consider this option. (B)(6) 2010 - patient underwent mesh excision and repair of recurrent ventral incisional repair with a bard flat mesh.

Manufacturer narrative:
The operative report dated (B)(6) 2010 indicated that the device implanted on (B)(6) 2009 was a counterfeit mesh. However, based on the information provided, we are unable to verify whether the device is a counterfeit mesh or a legitimate davol product. Until additional information is received, we are treating this device as a davol product. Currently, it is unknown whether the device may have caused or contributed tot he reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The medical records refer to a bard flat mesh implant on (B)(6) 2010, however there are no indication that there were any issues related to this device.